Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation found the battery depletion was premature based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer revealed no anomaly that would cause premature battery depletion. The cause of premature battery depletion could not be determined.

Event description:
It was reported that the device exhibited premature discharge of battery. The battery was at 3.1 years on aug 2023 and reached elective replacement indicator (eri) on oct 2023. The device was explanted and replaced. There were no adverse health consequences, the patient was stable.